Event description:
During surgery, the cement set too quickly (within 2 minutes). The mixing time was 1 minute. The cement in question had been stored at 5 c degree at the hospital and it was taken out 1 minute prior to use. The operating room was at 22 c. The implant used was not stryker's product (depuy's implant was used). The surgery was completed using another simplex p.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report.